Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As per latest information, the patient received a 56mm transcatheter valve approximately two years and a half after the pascal procedure.

Event description:
New information received, the implant was performed approximately two year prior the screening. It was clarify that only the central pascal presented slda, however it was not possible to confirm which of the two implanted pascal devices had slda.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, d4, d6, e1, e2, e3, g3, g6, h2 and h4. E1: (B)(6). Updated description as per image evaluation and additional information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added/updated to section b4, g3, g6 and h2. H11: additional manufacturer narrative: available information does not suggest what may have contributed to the complaint event. As per information received, two years after the procedure, two potential sldas were observed during screening. Evaluation of the provided CT and tee confirmed the slda of the central-most teer device, which was attached only to the septal leaflet. Anterior most teer device was attached to septal leaflet and to a very thin lateral structure (leaflet vs chordae). Due to the limited details currently available, a definitive root cause for this event cannot be determined. Additionally, no excessive motion is noted on the device. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Information added/updated to section b4, b5, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions) additional h6 type of investigation code: analysis of images h11: additional manufacturer narrative: the complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure" was confirmed with objective based on the imaging evaluation performed. Limited screening imaging provided for review allowed for confirmation of the slda but was not able to provide insight on causal factors. Due to the limited details available on this event, a definitive root cause for this event cannot be determined. The serial number corresponding of the slda device is unclear at this time, however a device history record was performed for both devices implanted during the index procedure, and both devices passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in tricuspid position where two devices were implanted. The final implant location for the first device was a-s and clocking 2-8. The final implant location for the second device was a-s and clocking 3-9. The regurgitation was reduced from massive to mild. Approximately two years after the procedure two potential late single leaflet device attachment (slda) were observed during evoque screening. However, as per internal imaging review, only one slda of the central pascal device is confirmed. The anterior pascal device is attached to septal leaflet and to a very thin lateral structure (leaflet vs chordae), but there is no slda. The grade of tricuspid regurgitation was massive (4+).

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
As per the report received from the united kingdom, edwards received notification of a pascal procedure in tricuspid position. During an evoque screening two potential sldas were identified (implant duration is currently unknown) and the grade of tricuspid regurgitation was massive (4+).